Event description:
Additional information received on 09/04/2025 for report #mw5173376. In addition to the summary of compliant, (B)(6) verified that the incident occurred in the operating room and the patient did not suffer any harm. A psr was submitted, psr (B)(4) no photo of the defective item available. The manufacturer was not notified and a maude/medwatch report was not submitted. (B)(6) also stated that he is not aware of a similar issue with this item. (B)(6) was unable to provide any additional information. Ms. (B)(6) and ms. (B)(6) was not able to provide any additional information. No one was able to provide a logistic poc who may be able to provide the requested information.

Event description:
Acl sagittal saw blade broke into multiple pieces during routine use during surgery. There was no reported use outside standard indications. Broken pieces were retrieved from surgical site and discarded. A new saw blade was used without issue.